Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead (only connector portion) was returned in one piece for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 4.5cm - 4.6cm from the connector pin. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.